Event description:
Caller states that she was getting readings of 50mg/dl and lower on the device and went to the doctor as a result. She tested at 390mg/dl on their device approximately 60-12minutes later. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.